Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown while charging. The customer's blood glucose (bg) level was 400 mg/dl. The customer administered a bolus to address bg. No additional patient or event information was available.

Manufacturer narrative:
On 29 december 2022, the distributor reported the additional information: the pump history was checked, and it was confirmed that the pump shutdown while charging on 29 september 2022. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.